Event description:
The device defibrillator successfully delivered 200 joules to the patient. It was then reported that none of the device main control keypad switches would respond to actuation. The staff removed the device power sources in order to turn the device off. The device was powered back and no additional device discrepancy was observed. There was no adverse affect to the patient resulting from the use.